Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy pinnacle hip system consisting of a pinnacle sector w/gripton acetabular cup size 54 mm, with the 36 mm x 54 mm metal insert, a aml small stature 155 mm length with 43 mm offset femoral stem, and an asphere m-spec femoral head 36 mm +5. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experienced severe pain and discomfort when walking, standing, and sitting. I also experienced severe pain and discomfort and inflammation in my left thigh and left hip area.